Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue and subsequent delay remain unknown.

Event description:
During a premature ventricular contraction procedure, a communication issue occurred causing a delay. The catheter was unable to be mapped as the catheter display showed "no location" and geometry was created only for the shaft portion. The system was restarted and the cable was exchanged with no resolution. The catheter was replaced to complete the procedure with no adverse consequences to the patient.